Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer complained of low blood glucose readings. Troubleshooting was performed and the programming on the insulin pump was correct. The insulin pump failed the displacement test. The customer was advised to discontinue use of the insulin pump. The customer stated she has a back-up plan. The customer was advised to contact her doctor.